Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned the device for alleged battery charge lasting less than expected (every three days) found on october 05, 2021. The device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals the device alarmed low battery (16 total) less than a week (3-4 days) from august 19, 2022 until 10/14/2022. The device was cut open for a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electric board), motor, or force sensor. High sleep current anomaly causing low battery life is isolated to the hardware. In depth detailed fault root cause can be found below. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, stained serial number label, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Battery charge lasting less than expected (low battery life) is confirmed, fault isolated to the hardware. In depth detailed fault root cause can be found below.: according to the attached detail traces the battery used in device , looks like as a not suitable for ngp or was just worthless. Let as compare these traces with another ones, for example from one more fa item ng2725370h_000314364881. Three parameters: aa battery age (hours); unloaded vaa (mv) current issue; unloaded vaa standard example. 0 (new battery); 1560; 1543 1; 1410; 1541 2; 1385; 154 3; 1380; 1530 4; 1392; 1539 5; 1345; 1536 6; 1333; 1531 7; 1326; 1519 8; 1318; 1530 9; 1310; 1523 10; 1306; 1517 11; 1299; 1519 12; 1294; 1505 13; 1296; 1504 14; 1302; 1515 15; 1286; 1500 16; 1278; 1513 17; 1270; 1514 18; 1272; 1508 19; 1270 (power phase was switched from hrm_aa_only to hrm_aa_and_liion !); 1500. So, in the current issue battery was consumed very fast. Analysis of microtimer values in minute events demonstrates that it was not a case of too much device activity: device was in active (wakeful) state on average 200 msec per minute (except few active periods), i.e. The cause of such fast battery consumption was not a software trouble, connected with that dvice was not going to sleep. It could be a bad battery or bad contacts or something else in hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that product was returned for analysis.